Event description:
The original complaint/event involved a tego¿ connector that reportedly had a partly dislodged rubber component inside of the device. The event did not occur during patient use. There were no electromechanical device audible or visual alarms generated. There was no medical intervention required, no patient involvement and no human injury/harm. This complaint became reportable upon the approval of the complaint investigation on 27mar2025. A torn seal on the tego was confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA investigation relating to this issue. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The reported complaint of a torn seal could be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.